Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty communicating with her ipg using the charger after losing a significant amount of weight. Follow up information identified the patient¿s ipg became inoperable due to battery depletion. The patient¿s ipg was replaced with a new one which resolved the issue.